Event description:
On (B)(6) 2013, the pt reported there was moisture in the insulin cartridge compartment of her infusion device. She stated that the moisture smelled like insulin and she thinks the cartridge is leaking insulin near the plunger. The pt cleaned the insulin out of the compartment with a cotton swab. The pt noticed the leak because her device displayed e (occlusion error); she then changed the insulin cartridge and infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were discarded. The infusion set, insulin cartridge, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2013. The received used was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.